Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump while trying to change an infusion set. The customer's blood glucose level was 88 mg/dl. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. The customer reportedly did not recall pressing the cap while connected to the insulin pump. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.